Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device a pseudoaneurysms after a lower extremity intervention. Additional information was received on 22 apr 2024: procedure sheath was used was 6 french. No difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. Hemostasis achieved with the device. Estimated blood loss less than 250 cc. No concomitant medical products used with the angio-seal. Testing performed to diagnose the pseudoaneurysm was an ultrasound (us). Patient was in stable condition. There was no reported blood loss. The user facility reported that the involved angio-seal device a pseudoaneurysms after a lower extremity intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel due to access or due to multiple sticks (perforation) which resulted in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).